Event description:
It was reported the customer complained the locking sleeve is not angled properly and is causing the drill sleeves to misguide the drill bit. This incident extended the procedure by approximately 20 minutes. Another device was used to complete the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filling this report shall be filed on a supplemental MDR. Device is a veterinary product. Device is similar to a device marketed for human use. DHR review performed: a review of synthes device history records for manufacturing revealed no complaint related issues. Visual inspection confirmed the sleeve is not angled properly. Based on information received cause cannot be determined for this occurrence. It cannot be ruled out that during a procedure too much lateral stress was applied onto the instrument.